Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient had inappropriate shock due to right ventricular (rv) lead dislodgement. This rv lead was successfully explanted. No additional adverse patient effects were reported. The rv lead was no longer in service.